Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the visera elite xenon light source displayed spare lamp error code e102. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following reportable malfunctions were found during the device evaluation error code e103. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the code error e103 occurred due to defective converter. Olympus will continue to monitor field performance for this device.